Event description:
Pt was in a motor vehicle accident in 2002 with multiple injuries including splenic rupture, inferior renal cava tear, and small bowel injury. The following month, pt underwent a hickman catheter placement. At closure, pt developed hypoxia, followed by bradycardia and asystole. Pt died despite resuscitative efforts.